Event description:
Insulin programmed to 1ml/hr. 100mls infused in 1 hour. The pt required d50 and stabilized. Cardinal health was emailed the event logs for investigation. No programming errors noted. Infusion ran for approx 1.5 hrs. We recommended that the pump be sent back for testing. As of today, the pump has not yet been rec'd. A follow-up MDR will be sent after the investigation is complete.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the MFR.